Manufacturer narrative:
The implanting clinician decided to conduct an explant procedure on (B)(6) 2021. No further issues have been reported. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, not confirming the device positioning after the procedure, patient engaging in strenuous activities, and multiple tunneling attempts have been ruled out as potential causes. The cause of the loss of therapy and new pain is related to migration. However, the clinical representative disclosed the implanting clinician did not secure the inferior lead due to poor tissue surrounding the coil pocket, contributing to the migration. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported pain is migration, but the cause of migration is improper surgical technique (user error-clinician).

Event description:
Clinical representative reporting a migration of both superior genicular and infrapatellar saphenous pns leads. The patient disclosed experiencing new pain following the migration.